Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 132723 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 132723 and device part number 195-430h/ lot 130877a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132723 showed that the complaint rate is 0.0004 %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer states that the binaxnow covid-19 ag card test result was negative at the 15 minute mark, however at minute 25 there was a positive result. Confirmation testing performed with pcr generated positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.